Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that during an implant procedure, two leads were unable to be implanted into patient¿s heart. No replacements of both leads were performed. The intended locations of both leads were unknown. The patient was discharged with no reports of adverse consequences.

Manufacturer narrative:
Correction: upon review the low voltage lead manufacturer report 2017865-2025-91228 should not have been submitted as medical device report (MDR) as the new information received that lead would not be able to be implanted due to poor heart tissue. Hence, there was no allegation of malfunction on the lead.